Event description:
Healthcare professional reported through the national breast implant registry (nbir) "wrinkling/rippling, correction of asymmetry". This record is for the left side. Device was explanted and replaced. It's unknown if the device will be returned.

Manufacturer narrative:
Clarification: h6 code e2402 appropriate term/code not available is capturing the event of wrinkling/rippling, correction of asymmetry. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of wrinkling/rippling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: wrinkling/rippling.